Event description:
It was reported that the customer experienced low blood glucose level of 40s mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. To address this, the customer consumed orange juice and ate a sweet cake. Customer updated their pump settings to address the event.